Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having electrical shocking and was not sure what needed to be done. It was reported this was a sudden change. Caller reported that the patient had been in the hospital 3x in the last 5 days due to the ins. Caller stated the patient had electrical shocking from the top of his head to the left foot. Caller reported it was such a shock to him that it made him pass out. Patient had testing for head, stroke, heart and they were not able to find anything wrong. Caller stated the hcp told them that the electrical shocks were coming from the ins. Caller stated the ins has been off since (B)(6) 2019 and he was still getting the electrical shocks. No further complications were reported/anticipated.